Manufacturer narrative:
Alleged failure: yellow dirt was found near the suction/irrigation button. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be manufacturing process. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foreign material in the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foreign material in the sterile packaging.